Event description:
This lead was implanted on (B)(6) 2005 and was capped on (B)(6) 2013. A call placed to technical services on (B)(6) 2013 indicates a red alert was received for high right ventricular pacing impedance. The physician was dr. (B)(6) at (B)(6) center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).